Event description:
It was reported the rn inserted the dilator as normal but it would not go in all the way, there was resistance. It was stated when it was removed the edge was frayed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage microintroducer is confirmed and appears to be related to the use of the device. One galt peel-apart microintroducer was returned for investigation. The sheath had not been peeled. A product sticker with lot: redq0742 was also provided. Microscopic observation of the distal end of the sheath revealed the tip to be deformed. One section of the sheath tip was buckled inwards. The damage is consistent with damage caused by forceful advancement against resistance. The product instructions for use (IFU) states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision." Since the damage observed on the returned device appears to have been caused during insertion of the device, the complaint is confirmed, use related. A lot history review (lhr) of redq0742 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq0742 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the rn inserted the dilator as normal but it would not go in all the way, there was resistance. It was stated when it was removed the edge was frayed.